Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working. Customer stated that the esc button on the insulin pump was unresponsive and the customer's blood glucose reading had reached 516 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.